Event description:
The patient reported their implantable neurostimulator (ins) battery went out. It was clarified that the stimulator stopped and did not feel stimulation. They knew when the device went out because they turned pale and they were pale. They tried increasing stimulation all the way up and still did not feel stimulation. The programmer showed "stim on". Instructions on how to change programs multiple times were reviewed but patient was having a hard time following instructions. The patient did not have a programmer antenna. The programmed seemed to be working fine, as designed. It was thought that the patient needed assistance with their health care professional (hcp) on loss of stimulation and getting assistance in changing settings. Other relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.